Manufacturer narrative:
Initial and final MDR (B)(4) MDR . Device 6 of 8. Patient city: (B)(6) patient country: switzerland.

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland on 31-may-2024, it was reported by the patient that he receives an insulin flow block alarm with eight infusions set and hyperglycemia event. High blood glucose level was 16 mmol/l. No further information was available.